Manufacturer narrative:
The reported defective device is on its way to the manufacturer for a device evaluation. An investigation into the root cause for product problem is described below. In addition, if the results of the device evaluation will imply on different mechanism then over use of the device and against instruction for use, this data will be sent via a follow up medwatch. Manufacturer narrative- there was no immediate or permanent harm or injury to the patient. The patient had 3 lesions that included short calcified lesion (approx. 1.5cm) in the sfa, a total occlusion of an isr in the popliteal artery (approx. 6cm) and a total occlusion calcified disease in the peroneal (approx. 10cm). The physician chose to work with 1.5mm catheter (as off-label since this size is not permitted to work in isr) and worked first in the sfa (1 pass with 50 and 1 pass with 60 fluence), then in the isr (again 1 pass with 50 and 1 pass with 60 fluence), and then in the peroneal (again 1 pass with 50 and 1 pass with 60 fluence). Then the physician ballooned the sfa, ballooned and stented (supera) the popliteal and then ballooned the peroneal. The peroneal residual stenosis at its distal cap area was unacceptable by the physician and he chose to reinsert the 1.5mm catheter to treat again the distal cap of the previously occluded lesion. On it way to the peroneal, the tip of the catheter was entangled with the supera proximal crown and the physician used mechanical force manipulation to freed the catheter's tip and he finally made it. Then he advanced the catheter (the tip was yet attached to the catheter) to treat the distal cap of the previously occluded peroneal artery and then pulled the catheter out. On the way with another balloon to pta the distal cap area, the physician noticed that the tip was detached from the catheter. There was no harm to the patient, but the procedure was prolonged until the physician was able to retrieve the detached tip and pta the lesion. There was no sequel on patient health. The catheter and tip were collected by the rep to be sent out to the company for evaluation. It seems however that the physician was over used the device by means of time (total duration was 7 min and 21 sec), and in higher fluence with no need ( 2 minutes were with 60 fluence, which is 26% of the entire use, and it is instructed to work in 60 only at certain specific areas and not the entire lesion) and against instruction for use, and he has not observed the tip of the catheter after it was freed from the supera crown as this was expected to do after such a long use of the catheter and forceful manipulation. The company will reiterate the physician on safe use and optimal use of the device. Reference (B)(4).

Event description:
A user facility physician reported that the tip of a 1.5mm eximo atherectomy catheter detached in the peroneal of the patient during the procedure. The detached tip was observed during a second insertion. The detached tip was removed using a spider filter. There was no immediate or permanent harm or injury to the patient. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The complaint device was returned to the manufacturer for physical evaluation. During visual and microscopic examination of the sample, it was observed that the metal blade, fibers, and glue were not present. Additionally, the inner blade was not returned for evaluation. A dimensional inspection of the returned sample met specification. The tip of the catheter appeared melted, indicating separation of the outer blade due to excess energy used for an extended period of time. An definitive root cause could not be determined. Capa0037 has been initiated by the manufacturer to investigate potential root causes. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of any deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).